Manufacturer narrative:
All buttons functioned properly. However, the insulin pump had corroded keypad traces. No button error alarm during testing. No ramping numbers noted on the display. The insulin pump received with cracked battery tube thread and cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a button error alarm and was not able to clear. It was also reported that customer experienced keypad anomaly. It was reported that numbers began to scroll up and down on display screen. Customer's blood glucose was 12.7 mmol/l. Insulin pump will need to be replaced.